Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The device was returned for evaluation. The pacer was received from the field with battery voltage above elective replacement level. Electrical, mechanical, and longevity analysis was normal with no anomalies found.